Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, five resolute onyx drug eluting stents were implanted; four in the lad and one in the 1st diagonal and two nc euphora balloons were used in the lad. On the same day , patient suffered elevated troponin and recovered the following day. Cec a djudicated the event as non-q wave myocardial infarction of the target vessel. Investigator assessed the event is unlikely related to device and not related to antiplatelet medication.

Manufacturer narrative:
Cec adjudication; cec adjudicated stent thrombosis as not an event. Cec adjudicated non q wave mi (tv) as a non event. Patient has a medical history of hyperlipidemia, chronic renal insufficiency, multi-vessel coronary artery disease, and previous pci. During the index procedure, two resolute onyx drug-eluting stents were implanted in the 1st diagonal and three implanted in the lad. Orbital atherectomy of lad was also performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudication still non-q-wave mi (target vessel), mdt extended historical peri-pci if information is provided in the future, a supplemental report will be issued.